Event description:
Baxter (B)(4) received a report that an infusor patient control module had no flow during priming. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of no flow was confirmed. Visual examination of the unit noted crystallized drug inside the tubing. When a functional test was performed by filling the sample with water, flow was not observed at the distal luer because the fluid path (inside the tubing) had been blocked with the crystallized drug. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. A follow-up report will be filed if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: upon further investigation by baxter personnel, microscopic examination revealed the root cause of the confirmed no flow as crystallized drug. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.